Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor silicone implant experienced unexplained systematic symptoms post operation including unspecified illness, hair loss, anxiety, depression, mental health issues, breaking out in painful cysts, feels like dying, pain. The patient stated that ever since I have got my implants, I have become more and more ill with my health declining. I lost all my hair and my beautiful skin, and I got implants to build my confidence and it has only taken me to new lows. I have been consulting with doctors for about 3-4 years now enduring many tests and racking medical bills, but no one can truly tell me why. The only logical thing is these implants that hurt on my chest every day. At the time of this report mentor didn¿t receive any information regarding explantation or future explantation date. This report relates to the left side.